Event description:
The customer reported the pt having received 3-centimeter laceration, due to the use of the fetal spiral electrode.

Manufacturer narrative:
The customer reported the pt having received 3-centimeter laceration due to the use of the fetal spiral electrode. The customer replaced all material from that lot number. A return materials authorization (RMA) was issued for the return of these electrodes, but the customer did not return them. No additional eval was possible. Based on the customer's report, we are considering this a malfunction of the fetal spiral electrode. We cannot determine the cause since the electrodes were not returned to philips for eval.